Event description:
Procedure: lavh. Reportedly, the cartridge fired and upon completion of the firing, the staple cartridge would not release off tissue. Procedure was converted to open and removed by cutting the cartridge off and sutured to complete. No further patient injury reported.